Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead was causing skin erosion and became too close to the skin surface. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.